Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic with shortness of breath, fluid retention and diaphragmatic stimulation. Upon interrogation, the left ventricular lead exhibited loss of capture at high output and low impedance. The device was programmed to right ventricular pacing only. The chest x-ray did not show any anomalies. The patient was doing well post event.